Event description:
Caller reported a cartridge alarm 20 on the pump. There was no adverse impact to the customer's blood glucose level. To resolve the issue, tandem technical support confirmed the pump was within warranty and arranged for a replacement pump with updated software to be sent to the customer. Customer will continue to use current pump for insulin delivery.